Event description:
A customer contacted beckman coulter inc. (Bec) stating that there was a leak around the manual probe of the coulter lh 780 hematology analyzer while running a shutdown. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and observed that the leak was coming from a broken rinse cup at the probe wipe. Fse replaced the probe wipe assembly and no further leaking occurred. Repairs were verified per established procedures and results met published performance specifications. The root cause for this event is attributed to the broken rinse cup at the probe wipe. (B)(4).